Manufacturer narrative:
Zimmer biomet complaint (B)(4). Upon further investigation, it was confirmed that the team member who was responsible for packing out the order sealed the chevron side of the pouch, and not the open side. This conclusion was made due to the fact that the chevron side of the pouch displayed evidence of indentations and weld lines from the machine. The complaint was valid and the product left zimmer biomet nonconforming. This issue can be determined to be a one-off situation due to the fact that other samples in the same lot were inspected, and were sealed properly. Review of complaint history found no additional issues reported for this item for this reason. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends this report is being submitted late as it has been identified in remediation.

Event description:
It was reported that a nurse found that a sterile pouch was not sealed at all when she opened the package to use for the operation. The surgeon decided not to use it because the sterile integrity might be compromised. No adverse event occurred.